Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported he sees an air bubble in the insulin cartridge of his infusion device after he placed his device in run. He was assisted with priming the air bubble out. He then put his device in run and reconnected to his infusion headset. He saw another air bubble which he successfully primed out. He stated he uses room temperature insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.